Event description:
Patient reports receiving recall letter for alcohol pads. Patient reported they have been using the alcohol pads and has experienced what appears to be site infections. Patient reports they recently experienced fever, chills and neck pain. Patient reported they then changed their site and, in the process, saw clear liquid come out of site, then pus and then some blood. Patient reported after that fever and chills resolved on (B)(6) 2026, however their new site is currently red and patient is concerned they would go through the same thing. Patient states they have no yet notified md. No further information, details or dates available. Unknown if product is available for return. Dose/amount: remodulin - 41.03ng/kg/min. Sq remunity self-fill patient via remunity pump.